Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Product was received but its pending evaluation. A follow up report will be submitted upon completion. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot was performed and passed. Receiver pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) ¿follow-up number¿ field updated from 1 to 2 as the supplemental report submitted under follow-up number 1 failed due to an error with the as2 certificate, which has since been corrected.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot was performed and passed. Receiver pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).